Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured near the end of an infusion on a female patient. The pump was infusing a solution of 1700mg of meropenem in 170ml of 0.9% sodium chloride when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.